Event description:
It was reported that a catheter kink occurred. Vascular access was obtained via a transfemoral approach. The native aortic valve was treated with predilation. A 27mm lotus edge valve system was inserted into the patient and advanced to the native aortic annulus without problems. While crossing the aortic arch, the patient moved their arms and legs, which resulted in the 27mm lotus edge valve system briefly being released from the physician's grasp. Fluroscopic images revealed a kink on the lotus edge valve system delivery catheter. The 27mm lotus edge valve system was removed from the patient. A new lotus edge valve system was prepared and successfully implanted. No patient complications were reported.